Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch #u5ah76. Investigation summary ==> visual analysis of the returned sample determined that one ecr45g reload was received with the stapler retainer over placed and along with its opened packaging. The reload returned partially fired 1/3, with some protruding staples and with the pan partially detached from the right side and also 5 double drivers were found loose. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number u5ah76, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.